Event description:
Reference MDR #1036844-2011-00288 for the first event involving the same pt. It was reported that during an emergent situation in the cath lab the catheter was presented and the bipolar balloon did not inflate. As a result, the customer used a bard kit. There was no reported pt death or injury. Medical/surgical intervention was not required. There was no reported delay in therapy. There were no pt complications and the pt received a permanent pacer the next day.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.